Event description:
It was reported that the customer was not seeing drops of insulin coming out the end of the tubing during fill tubing. The customer changed to another cartridge and was able to complete the entire load process successfully. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.